Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review could not be completed because no serial number was provided. Because the pump was not returned to mmdg, no investigation could be completed. Because no investigation was completed, the complaint could not be replicated or confirmed.

Event description:
The initial reporter stated that the pump was not alarming when there was a clamp at the "bottom of tube". They stated that the pump did not alarm or stop with the clamp being placed there. Mmdg did follow up with the initial reporter who stated that the patient experienced a four hour delay due to the problem, but that they did not experience any adverse effects. [(B)(4)].